Event description:
Customer reported that, he was hospitalized for high blood glucose. Customer stated that, he rec'd excessive no delivery alarms prior to hospitalization. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.